Event description:
A pt reported blood glucose results of 6.4 mmol/l, 8.7mmol/l, 6.4mmol/l and 9.5 mmol/l with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of<=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A control solution test was performed and the result fell within specifications.